Event description:
It was reported that during the use of a proplege coronary sinus catheter: "we were losing pressure waveform and removed proplege to see the balloon volume leaking out tip of proplege. We opened new proplege and it worked fine." No patient injury.

Manufacturer narrative:
The clinical observation was confirmed. Visual inspection of the returned device found no kinks, bends, or deformities; however, dyed water was flushed through the balloon lumen and there was leakage found coming from the tip of the device. Manufacturing records were reviewed and there were no non-conformances found for this lot. No manufacturing defect could be determined. The root cause of the leakage from the balloon is unknown. The root cause of the pressure issues the customer experienced can be directly linked to the balloon leakage. No CAPA is applicable. The instructions for use, training, and risk control measures are appropriate at this time. Trends will continue to be monitored through the edwards quality system.

Manufacturer narrative:
Device will be evaluated upon receipt.